Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report the device was found to have failed around (B)(6) 2016. It was reported that the device was found to be over draining. The report stated the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, the patient experienced symptoms of low pressure headaches despite changing the pressure level settings, however the symptoms resolved after the valve was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.